Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead capture thresholds were elevated and the right ventricular lead had pulled back from it's original position. The patient was brought in for a lead revision. During the revision the lead helix would not extend so the lead was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.